Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The hemostatic valve was observed folded inside the hub. It was reported that hemostatic valve was observed folded inside the hub. After the vizigo was put into the body, physician prepared to implant the st, but he found few blood dripped from the entrance of the st catheter. Therefore, the physician didn't implanted the st, and withdrew the vizigo out of the body immediately. They changed to a new vizigo to complete the procedure without any problem. There was not any impact to patient. Additional information: there was no physical damage on valve/hub. The hemostasis valve (gasket) did not break into two or more separate pieces. It is unknown if hemostatic valve/brim cap/hub became detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 5ml. No medical intervention was required to stop the bleeding. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)

Manufacturer narrative:
On 2-mar-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The hemostatic valve was observed folded inside the hub. It was reported that hemostatic valve was observed folded inside the hub. After the vizigo was put into the body, physician prepared to implant the st, but he found few blood dripped from the entrance of the st catheter. Therefore, the physician didn't implanted the st, and withdrew the vizigo out of the body immediately. They changed to a new vizigo to complete the procedure without any problem. There was not any impact to patient. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo sheath. The brim cap was found in its place. Microscopic examination in the hemostatic valve surface showed evidence of stress marks on the outer diameter. In another hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed for the finished device 00001798 number, and no internal actions related to the complaint were found during the review. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. Due to the conditions of the hemostatic valve, an internal action was opened. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).